Manufacturer narrative:
The reported observation of low impedances was not confirmed or duplicated when referencing the returned ipg. The root cause of the reported observation was not ascertained due to the ipg not being able to be functionally tested on the automated test equipment due to the device generating a cyclic redundancy check (crc) error when attempting to boot the device into the therapy application state. Manual resistance measurements of the device¿s header bal-seals, when connected to a 500 ohm load block, exhibited normal device characteristics. An impedance test using a clinicians programmer could not be performed due to the crc error. The lead system was not returned.

Event description:
It was reported that the patient's leads exhibited low impedances on contacts 1, 2, 9, and 10. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was explanted and replaced to address the issue. However, low impedances were still present on one lead.

Manufacturer narrative:
Date of event is estimated.